Manufacturer narrative:
This report is submitted on 23 february 2021.

Manufacturer narrative:
This report is submitted on december 23, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to pain.